Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an inaccurate delivery issue with the pump. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no serious injury associated with this complaint.